Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to verify errors in the logs for the date this issue occurred. The stm consulted the business unit and was advised to replace the executive processor board, which he replaced. The iabp booted up in alternate power mode 15 times without issue. The stm completed all safety, functionality and calibration checks, and all tests were passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not start, there was spinning circle. The staff also reported that the unit would occasionally not go into alternate power up mode. They stated that the blue wheel keeps spinning and screen goes blank. There was no patient involvement, and no adverse event was reported.